Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the femoral head disengaged from the bipolar head unexpectedly. Non-revised products: product ID: pha00232, profemur® z femoral stem s 1 cement less/ lot number: 1897645/ qty. 1

Manufacturer narrative:
Due to additional information received, it has been indicated that the patient had a fall in the bathroom and the head disengaged unexpectedly from the bipolar cup. This event was caused by the patient fall and the incident is not related to a device failure. Please void this report.

Event description:
Allegedly, the patient underwent bipolar hemiarthroplasty and used the above five implants on (B)(6) 2022. After the surgery, the patient slipped in the bathroom on (B)(6) 2022 and the femoral head disengaged from the bipolar head unexpectedly. The physician operated to replace the neck 8dg a/r (pha01232) with the neck 15dg a/r (pha01242) on (B)(6) 2022. The other four implants (cup, head, liner, stem) didn't have been replaced.